Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative received information from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp reported that the patient had a loss of efficacy and after program changes with no success the patient was scheduled for device removal. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.